Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, when attempting to remove the wire, no matter how much it was tugged and pulled on, it would not come out. In looking at the patient's wrist you could see the deformity underneath the skin caused by the wire/cannula. Another physician attempted to remove it but was not able to. A vascular surgeon was performing surgery in another room and was interrupted to come and help remove the wire and cannula. After a couple of attempts, he finally removed it and in doing so the wire had been bent. There was a delay in treatment and it is not known if there was any patient harm.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of during removal the guide wire kinked was confirmed. One arterial catheterization device was returned. Visual examination revealed that the guide wire was kinked and protruding from the catheter tip. The catheter was part way down the needle cannula, bunched up over the guide wire and separated into two pieces. Microscopic examination revealed that the guide wire is kinked three times into a "z" shape and offset coils were observed. The distal weld of the guide wire is full and spherical. A manual tug test revealed that the distal weld was intact. Microscopic examination also revealed the catheter body had a hole that was torn apart completely. The catheter hole was likely the result of a puncture when the catheter was slid back over the needle bevel when making adjustments during placement. The guide wire and needle cannula could not be measured or functional tested due to the condition of the returned device. The instructions cautions the user not to reinsert the needle into the catheter to minimize catheter damage. A device history record review did not reveal any manufacturing related issues. Based on the information provided and the condition of the returned sample, operational context appears to have caused or contributed to this complaint. No further actions will be taken.